Event description:
The customer reported that a small "at sight" burn occurred to a pt during pacemaker implant in the heart cath. Lab. The customer said the unit didn't seem to be working correctly at 30-35 watts so they continued increasing the power setting to about 50 watts. The burn occurred along the suture line when the dr was trying to cauterize a bleeder with a kelly clamp. The burn tissue was excised.